Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
We broke 3 t20 screwdrivers during an axsos titanium femoral plating case. Rep reported that the screwdriver tips broke trying to back out screws. The screws were left in place.

Manufacturer narrative:
(B)(4) a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
We broke 3 t20 screwdrivers during an axsos titanium femoral plating case. Rep reported that the screwdriver tips broke trying to back out screws. The screws were left in place.